Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an alarm but was unable to confirm alarm number. The customer stated that the screen stated an auto off alarm. The customer's blood glucose (bg) level was 57-81 mg/dl and the customer indicated that would consume food to manage bg level. Additionally, the customer reported that the touchscreen was unresponsive and stuck on a screen. It was indicated that the customer had alternative insulin therapy available.